Event description:
Treatment of an ica aneurysm. It was reported the coil could not be detached during procedure. No patient injury reported.

Manufacturer narrative:
The coil has been evaluated and detached normal with the instant detacher. (B)(4).